Event description:
It was reported that a spectrum pump had a "bad keypad" upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'bad keypad' was not reproduced. All keypad sensors were found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The keypad will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.